Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated device beeping and an urgent low soon alert while using the ilet, with a documented lowest blood glucose of 53 mg/dl after multiple meal announcements without corresponding food intake, followed by low glucose that was corrected with fast-acting carbohydrates; the device alerted for low glucose and the user had also turned the device off earlier due to beeping, resulting in absent cgm readings for a period. Symptoms included no reported physical symptoms. Outcomes included correction of hypoglycemia without outside assistance and no medical intervention or hospitalization. Investigation included review of device alerts, user-reported use patterns, cgm data availability, and troubleshooting and education on proper meal announcement practices and low treatment guidance. Investigation of this case revealed user-related use error with insulin stacking due to unnecessary meal announcements and device shutdown leading to loss of cgm data; the device alarm functioned as designed by alerting for low glucose. It was concluded, based on previously established findings for similar reports, that the cause was use error with hypoglycemia secondary to inappropriate meal announcements and not a device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.